Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had blood glucose levels of 449mg/dl. The customer also reported that they are unable to remove their battery cap on the insulin pump. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at display window corners, and minor scratched lcd window.